Event description:
Approx 9 months following the placement of 2 cypher stents, the pt returned for follow up. Repeat coronary angiography revealed an avulsion/displacement type fracture of the angulated, mid portion of the distal stent with in-stent restenosis. No add'l intervention was required. This pt was admitted for further eval of instable angina. There was no previous myocardial infarction and no previous percutaneous coronary intervention. Coronary angiography revealed 3 vessel cad. The target vessel is identified as an eccentric, moderately tortuous, de novo segment of the mid-distal left anterior descending artery. This lesion had angulations of between 45-90 degrees, with no calcification or thrombus noted. Lesion length was 10-20mm. A 2.5 x 28mm stent was placed followed by a 2.8 x 30mm stent. Stent overlap is unknown. Highest balloon pressure was 16 atms.